Event description:
It was reported via social media that the patient experienced an unknown g7 sensor issue. On 2/28/26, it was reported via facebook ¿please be careful using this system, it killed my daughter in november¿. No further event details were provided including patient symptoms, treatment details, or any information regarding what the cgm device was displaying or how the cgm device was behaving prior to the patient¿s death. The comment on facebook did not provide any identifying patient information. Dexcom social media team attempted to contact the reporter to gather event details, however, there was no response from the reporter. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.